Event description:
Client is cared for at home and has a tracheostomy and ventilator. His care includes the use of an ipv (intrapulmonary percussive ventilator) every 4 hrs along with the administration of ventolin and hypertonic saline to be given with the ipv. Upon attempt to administer treatment, client was found to immediately desaturate per his continuous pulse oximeter. The machine was immediately removed and the dme company (pro o2) that supplies the machine was contacted to fix the machine. It is possible that an incorrect part was placed on the machine (one way valve instead of a flapper valve) which created the increasing pressure in the client's lungs. Dates of use: (B)(6) 2012.